Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The root cause of the iipv was insufficient drain due to use error, the tidal total ultrafiltration (uf) removal being set too low. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv). No device failure or malfunction was identified during evaluation that would have caused or contributed to the reported iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The caregiver (cg) contacted baxter's technical service center regarding a high drain 104, which occurred on the homechoice pro during use at power up. The baxter technical service representative (tsr) performed troubleshooting with the cg, reviewed the alarm log, ultrafiltration per cycle, and therapy settings. The tsr explained the hc would be swapped. The cg would call the registered nurse (rn) for programming. The tsr explained the swap procedure and discussed the use of continuous ambulatory peritoneal dialysis until the machine arrived. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2011, baxter product surveillance contacted the patient's rn regarding the high drain 104. The rn was aware of the alarm. The rn stated the patient has not reported any other symptoms or other drain volumes that meet increased intraperitoneal volume (iipv) criteria. The rn confirmed there was no patient injury or medical intervention associated with this report and that the patient was doing well with the following treatments. No allegations were made against any of the patient's dialysis products.